Event description:
I had my first set of implants (saline in (B)(6) 2006) within months I started feeling fatigued and my hormones started depleting. I started losing my hair. In (B)(6) 2011, I had my implants switched out to silicone. All the above symptoms kept worsening. Around 2015, I had a rapid heart rate started occurring and have been treated by a cardiologist. In (B)(6) 2018, my joints (knees, elbows) started aching badly. In (B)(6) 2018, I started developing rashes. I have been seen my dermatologist, allergist, rheumatologist and I will finally get my implants out this week ((B)(6) 2019).